Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During implantation the device crossed the aortic valve but would not advance. When the pump was being removed, it was observed that the impella was filled with thrombus. The medical staff was not comfortable with flushing the device for reuse. A new impella pump was placed without issue.

Manufacturer narrative:
The root cause of the reported thrombus was ingested biomaterial and was most likely anticoagulation management since the patient was believed to be improperly anticoagulated during the first pump's insert. The patient's anticoagulation was adjusted, after which the second pump was inserted without issue. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).